Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable high inr results from coaguchek xs meter serial number (B)(4). Upon troubleshooting, there were discrepant results that were retrieved from the customer's meter memory. On (B)(6) 2018 at 07:03 pm, the result from the meter was 6.3 inr. On (B)(6) 2018 at 07:30 am, the result from the meter was 7.8 inr. On (B)(6) 2018 at 07:38 am, the result from the meter was 5.9 inr. On (B)(6) 2018 at 07:35 am, the result from the meter was 4.1 inr. On (B)(6) 2018 at 11:10 am, the result from the meter was 5.6 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2.5 - 3.5 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no changes in warfarin, no illness, no new medications, no bleeding, and no bruising. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred.